Manufacturer narrative:
During analysis, it was noted the length of the catheter experienced some kinking, but no gross damage or other abnormalities were identified. Inspection of the skiving portion of the catheter identified the clot and was consistent with the event description and images provided. Additionally, the sensor was raised away from the catheter, indicating the possibility of the sensor catching on something. The results of the investigation are that the observations in the event description are confirmed. It is currently unknown what caused the sensor positioning or when it was caused.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During procedure, the sensor about to be deployed but the position of the sensor was lost. It was noted that the sheath was flushed often during the procedure. When the sheath was retracted, a clot was found near the sensor. Unable to remove the clot from the sensor, the sensor was removed and the patient was given heparin and a second sensor was deployed successfully.